Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
Event occurred regarding extension set, 7 inch, clave connector, secure lock where it was reported that the patient was taken to radiology and when they pushed the meds through the port, it detached and sprayed all over. There was patient involvement but no patient harm.

Manufacturer narrative:
The device is not available for evaluation. A supplemental MDR will be submitted if any updates become available.